Event description:
It was reported that during a routine testing, it was observed that the motor device would not spin. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown but was known to have occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was damaged by the muffler. The reported condition was confirmed. It was determined that this was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. The assignable root cause was determined to be due to component damage caused by misuse, abuse and/or user error. It was determined that the motor did not rotate due to worn out components due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.